Event description:
It was reported that almost two years post implant the patient developed an infection. An ultrasound was performed revealing vegetation on the tricuspid valve. The source of the infection is unknown, but believed to be in the device pocket. The patient was hospitalized and received antibiotic therapy to treat the systemic infection. The implantable pulse generator (ipg) and leads were explanted and will be replaced when the infection clears. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).